Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported phenomenon. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
(B)(6) 2018. (B)(6). A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the high o2 supply pressure alarm occurred. There was no patient involvement. The event date was not specified, estimate used.